Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Implanted date: requested, not provided. Explanted date: requested, not provided. Investigation conclusions: code 3252 is based upon the photo provided; code 3221 is based upon no sample returned. The actual sample was discarded by the involved facility, only the photo was provided. The provided photo was confirmed, and the following results were obtained. The sheath was fractured at approximately 120 millimeters (mm) from the distal end. Localized elongation was found at the fractured section. Based on the above and the circumstances of occurrence, it was found that there was no elongation of the entire sheath. The following cases have been experienced in the past. When pulling force was applied while the sheath was scratched, the sheath was fractured with very little elongation of the entire sheath. At that time, local elongation was seen at the fractured section. When pulling force was applied while the sheath was not scratched, the entire sheath was elongated. Compared to the case where there was no scratch to the sheath, when the sheath was scratched, the maximum load leading to fracture was lower than when the sheath was not scratched. The manufacturing record and the shipping inspection record of the actual product found no anomaly. The past complaint file of the product with the involved product code/lot number, no other similar report was found. Based on the investigation result and the circumstances of occurrence, it was inferred that a competitor's product (perclose) stung in the sheath, causing scratch to the sheath. As a result, the durability of sheath was lowered, and the sheath was fractured starting from the scratch due to pulling force during removal. However, since the actual product could not be investigated, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "cautions when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the perclose device involved was used during hemostasis in an ablation case. While loading the perclose, a needle stung in the glidesheath and could not be pulled out. It was reported that it was torn off and remained in the patient's body when it was forcibly removed. The piece of sheath remained in the patient's body and was surgically removed. The procedure outcome was not reported. The patient recovered.